Manufacturer narrative:
A decon was not performed due to the product still being sterile. A visual inspection was performed on the product and confirmed the correct component was shipped and the incorrect product was ordered. The evaluation cannot confirm the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the customer received the wrong custom tubing pack. There was no patient involvement.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the customer received the wrong custom tubing pack. There was no patient involvement.